Event description:
It was reported that the thread on the arthroscope is defective. There was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed as the evaluation revealed that there are damages on the light post (see evaluation pictures 3 + 4). The complainant's event is typically caused by metal-to-metal contact with another instrument/tool. Further, the shaft is slightly bend and therefore the rod lens is broken, and the distal tip is damaged (see evaluation pictures 5 + 6). The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.